Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery packs were evaluated and replaced. The cb1 wires were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent generator error message. The system shuts down when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.